Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a high power alarm with speed drops, associated with up-trending lactate dehydrogenase (ldh). There was concern for thrombus while the patient was outpatient. The site reported the high power alarm and speed drops may also be due to inflow cannula malposition. There was also a new renal infarct diagnosed on (B)(6) 2019 by CT of abdomen and pelvis. The CT was discussed with radiology but there was no clear evidence of thrombus. The patient's ldh remained elevated greater than 1000 u/l and haptoglobin was less than 10 mg/dl. Vad weaning was performed in the hospital to see if the patient could tolerate an explant. The patient was explanted on (B)(6) 2019 with plan for hm3 implant if the lvad weaning was not tolerated. No further information was provided.

Manufacturer narrative:
Additional information: d4, h4. Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of (B)(6), a large thrombus formation was observed in the outlet stator surrounding the outlet bearing ball and obstructing the blood flow path through all three stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be determined. The dark area of denaturation on the thrombus as well as the concentric contact marks noted on the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. A specific cause for the development of the observed thrombus formation could not be determined through this evaluation; however, the thrombus was obstructing a large portion of the blood flow path and could have contributed to the reported elevated ldh levels. Moreover, while a duration of time for which the thrombus formation was present in the pump could not be conclusively determined, the thrombus could have increased the drag on the spinning rotor to have potentially contributed to the patient¿s reported history of power elevations and transient low speed events. However, a direct correlation between the evaluation findings of (B)(6) and the reported renal infarct could not be conclusively determined. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of (B)(6) under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.